Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. The cause of the low pump flow issue was most likely biomaterial due to ingestion trend observed based on log review. E4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. H8 usage of device selection was inadvertently omitted on the initial manufacturer device report number.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The pump presented placement signal loss, motor current changes, and low flows. There was a concern for biomaterial ingestion. Argatroban was noted to be sub-therapeutic there was noted troubleshooting through fluid delivery. After several minutes, flows, motor current, and placement signal all returned to baseline. The patient continue on support until the device was successfully weaned.